Event description:
It was reported that the user started new medications, including manjaro and farxiga, and experienced low blood glucose while using the ilet, with a reported nadir of 53 mg/dl and device display showing a lowest value of 63 mg/dl; the user self-treated with oral glucose and had no symptoms. Symptoms included no apparent clinical manifestations of hypoglycemia. Outcomes included recovery after treatment without hospitalization. Investigation included call review and recommendation to consult clinical support, with discussion of a potential device factory reset. Investigation of this case revealed no confirmed device malfunction, and the event was characterized as hypoglycemia with an unclear cause in the context of recent medication changes. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial